Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the patient had an open-heart surgery back on (B)(6) 2025 and they thought their position during surgery may have had an effect on their ins. The patient stated the "hospital" told them they were put in a horrible position during their surgery. The patient also wasn't able to inform the surgeon about their ins as the surgery was an emergency, and the patient wasn't able to recall if the surgeon made use of electrocautery. The patient mentioned ever since the surgery, they had been urinating on their bed, which they never did before, and they didn't make it to the bathroom. The patient also added that before they had their surgery, they were wearing liners just in case, but they were doing perfectly fine. The patient mentioned they were not allowed by their healthcare provider (hcp) to go outside, and they would call their managing hcp for their ins on thursday. The patient also confirmed they had an appointment scheduled tomorrow ((B)(6) 2025) with a different specialist (gynecologist). The patient also mentioned they were put on a bladder pill. The patient mentioned they already tried increasing their stimulation and they felt it a tiny bit, but then it went away. The patient also confirmed they were still having the same symptoms after increasing their stimulation. General device use and therapy information was reviewed with the patient, and they were redirected to their hcp to further address the issue.